Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The 80% stenosed, 3.2x8mm target lesion was located in the left anterior descending (lad) artery. A 3x12mm liberte stent was implanted resulting in 0% residual stenosis. A non-bsc balloon dilatation catheter was employed. A liberte monorail stent was implanted to treat the dissection. The procedure was a technical success. The patient was discharged two days after the index procedure with no current anginal complaints or silent ischemia. The discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.